Manufacturer narrative:
Corrected: age or date of birth. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of real time clock error was confirmed via functional testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However the real time clock was set to zero, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. The most likely root cause of the reported event can be attributed to coin cell run down. Per the instructions for use (IFU): the instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during a clinic visit this patient complained that the controller had no date (00) and would no hold a new date.  The controller was issued  to the patient 15 months ag.  The patient was exchanged to the back-up controller  without consequence and was provided a new back- up controller.  No further information was provided.